Event description:
Percutaneous coronary intervention (pci) was performed in a lesion without calcification and moderate tortuosity in the right coronary artery (rca). A stent was implanted and the intravascular ultrasound (ivus) catheter was used to image stent placement. No resistance was noted while tracking through the stented area. During withdrawal of the ivus catheter, it became caught on the stent. The physician pulled the ivus catheter releasing the ivus catheter which was successfully removed from the patient without incident. The procedure was completed with another ivus catheter. The patient condition was reported as "good".

Manufacturer narrative:
(B)(4) - stuck in stent.

Event description:
Percutaneous coronary intervention (pci) was performed in a lesion without calcification and moderate tortuosity in the right coronary artery (rca). A stent was implanted and the intravascular ultrasound (ivus) catheter was used to image stent placement. No resistance was noted while tracking through the stented area. During withdrawal of the ivus catheter, it became caught on the stent. The physician pulled the ivus catheter releasing the ivus catheter which was successfully removed from the patient without incident. The procedure was completed with another ivus catheter. The patient condition was reported as "good".

Manufacturer narrative:
A review of the device history record (DHR) was performed on the lot and no issues or discrepancies were found. The DHR review showed that the lot met all required specifications. No similar complaints for stuck in stent were found in the lot. Visual inspection of the returned catheter revealed the guidewire exit port was ripped. The physician pulled the catheter to release it from the stent. While this likely did not cause or contribute to the reported event, it likely resulted in the observed damage to the guidewire exit port. No fluid was observed inside the telescope and distal tip assembly and no fluid was found inside the hub. A kink was observed in the sheath assembly. The guidewire that was used during the procedure was not returned. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Imaging core wind up in the telescope assembly was observed. Wind up is a result of the imaging core being constrained which breaks the signal pathway leading to the loss of image. The reported stuck in stent and lost image issues are unrelated. A review of the device labeling and directions for use (dfu) contains these warnings: do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut, resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or directions for use. The dfu also indicates the risks and discomforts involved in vascular imaging include those associated with all catheterization procedures. These risks or discomforts may occur at any time with varying frequency or severity inclusive of the device entrapment. Based on the event description, the observed condition of the returned device, dfu review and the anatomical and procedural factors encountered during the procedure, the root cause of the stuck in stent has been determined to be due to operational context.